Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: repeated air in line alarms detailed inquiry description: med center health went live with space pumps in mid december. The have experienced intermittent issues with air in line and when it occurs they are repeating and unmanageable. They have been receiving almost all updated tubing since go-live. The following statement is directly from the customer. We have still had issues with air in line associated with the portless tubing. It is not making a notable difference in the recovery unit the patients that come to us with portless tubing vs the ones that come to to us with original port tubing. Today for example, out of our 7 pumps patient came up on 3 have had continuous issues with the most notable to be the norepinephrine infusion. Essentially we have been going no more than 5 minutes without alarms while recovering this heart. It is unclear if this customer is experiencing actual air in the line or not. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.